Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' had issues with their needles piercing through them during the insertion. The following information was provided by the initial reporter, translated from (B)(6) to english: "today an anesthesia nurse informed me of the perforation of the catheter by the guide needle during insertion with the reference and the batch concerned; this incident occurred twice."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' had issues with their needles piercing through them during the insertion. The following information was provided by the initial reporter, translated from french to english: "today an anesthesia nurse informed me of the perforation of the catheter by the guide needle during insertion with the reference and the batch concerned; this incident occurred twice."

Event description:
It was reported that 2 bd insyte¿ autoguard¿ bc shielded IV catheters' had issues with their needles piercing through them during the insertion. The following information was provided by the initial reporter, translated from (B)(6) to english: "today an anesthesia nurse informed me of the perforation of the catheter by the guide needle during insertion with the reference and the batch concerned; this incident occurred twice."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.